Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl. The customer also reported other blood glucose values such as 110 mg/dl. Customer assisted with troubleshooting for auto mode and reported that the customer was using less insulin in auto mode. The insulin pump will not be returned for analysis.